Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, a pneumothorax appeared. High, out of range (>125 ohms) shock impedance was also noted from the rv lead. The physician elected to drain the pneumothorax and the shock impedance decreased to a normal, in range value. The physician is continuing with normal follow ups and the patient was stable with no additional adverse consequences. The rv lead remains implanted and in service.